Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. There also was a crack on the device. The customer's blood glucose was 114 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.